Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 137 mg/dl. Customer also stated that she performed a blood test using the true metrix meter and obtained a result of 121 mg/dl fasting and then performed a blood test using another device and obtained a result of 93 mg/dl fasting. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. Customer stated she had been feeling tired and so she had been checking her glucose to see if it was high. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 133 mg/dl using truemetrix go meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date at time of call is one month. Customer stated that both she and her husband share the meter and strips. These results are only for this customer. The meter memory was reviewed for previous test result history (results belong to customer): the 121mg/dl (B)(6) 2017 10:33 am fasting: yes, the 109mg/dl (B)(6) 2017 01:53 pm fasting: yes, the 137mg/dl (B)(6) 2017 01:50 pm fasting: yes, the 121mg/dl (B)(6) 2017 10:44 am fasting: yes. Memory concerns: customer is concern with all these results. These results are only for this customer. Customer states that both she and her husband share the meter and strips.